Event description:
The pt reportedly experienced intermittency followed by no lock between the external equipment and the cochlear implant. The pt was seen at the center for device eval. External equipment was exchanged. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.